Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for hyperglycemia while using the infusion device. The blood glucose monitor did not communicate with the infusion device and the insulin bolus was not administered to the patient. The patient's blood glucose results were not provided. The patient was treated with endovenous serum therapy and insulin at the hospital. The patient was admitted into the hospital from 9:00 a.m. To 10:00 p.m. On (B)(6) 2017. The infusion device was requested to be returned for product evaluation.